Manufacturer narrative:
No conclusion can be drawn as conclusive repair info is unavailable at this time and no additional service info was provided.

Event description:
It was reported that the system failed to boot up. This resulted in loss of imaging functionality. There is no report of death or serious injury.